Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to deliver a bolus when the pump shut off unexpectedly and became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer would use fast acting insulin manual injections as alternate insulin therapy and would consult with health care provider for long acting insulin.